Event description:
Health professional reported that a lap-band port was explanted due to the "pt [not being able] to hold the amount of fluid placed in the bandage and thought to have leak of port and tubing despite radiologic injection of the port with contrast and the inability to demonstrate leakage. The pt was taken to the operating room for port revision of the laparoscopic adjustable gastric band; port was injected with methylene blue using a huber needle; small pin hole sized area with methylene blue leaking out of the silicone injection port was observed; low profile port was placed." The explanted port was reportedly returned to allergan for lab analysis. Further follow-up will be conducted to gather additional info.

Manufacturer narrative:
Taper ii. (B)(4). Health professional sent in a medwatch to the FDA under report (B)(4). The product associated with this report has not yet been returned. Based upon the serial # and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."